Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker was not working. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that the speaker was not working. The device was in use on a patient. There was no report of patient or user harm. The philips technical consultant (tc) confirmed the event. There is conflicting information on what the cause and resolution of the event is. There has been several attempts made to the tc to get additional information; however there has been no response. This is a reportable malfunction. The cause of the event is unknown. It is unknown if the issue was resolved. The device remained on site.

Manufacturer narrative:
D3 updated legal manufacturer information.